Manufacturer narrative:
Additional information was received that the patient was explanted and was reportedly doing well following the procedure. The physician did not see any visible signs of infection.

Event description:
A report was receiving that the patient's pocket incision opened up after she ran into something. The patient's symptom included pus at the pocket site. The physician treated the patient with antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was receiving that the patient's pocket incision opened up after she ran into something. The patient's symptom included pus at the pocket site. The physician treated the patient with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: enh p3a ld kit,sc-2158-50.

Event description:
A report was receiving that the patient's pocket incision opened up after she ran into something. The patient's symptom included pus at the pocket site. The physician treated the patient with antibiotics.

Event description:
A report was receiving that the patient's pocket incision opened up after she ran into something. The patient's symptom included pus at the pocket site. The physician treated the patient with antibiotics.